Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a coronary angioplasty procedure, a balloon leak occurred. Vascular access was gained via the femoral artery. The target lesion was located in the severely calcified right coronary artery (rca). The 2.75x30mm quantum apex balloon was advanced and upon the first inflation to 2 atms a leak of contrast medium was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is stable, however returned device analysis revealed a balloon tear.

Manufacturer narrative:
Device evaluated by manufacturer - the nc quantum apex was received inside a carrier tube (hoop) with a nc quantum product pouch label that matched the information on the device. The tip was damaged. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).